Event description:
It was reported that during a data review, over-sensed noise from this right ventricular (rv) lead was observed, which resulted in pacing inhibition. There was no evidence of asystole. However, the physician elected to surgically cap and abandon the rv lead and a replacement lead was implanted to resolve the event. The patient was stable with no additional adverse effects. At this time, the rv lead remains implanted, but capped and out-of-service.